Event description:
A nurse inserted a catheter for practice. (Nurse had never inserted this type of catheter). As she began threading the catheter (approx 2 inches), rptr experienced severe burning in her vein to the point that she had to have the nurse stop and remove the product. Within 2 minutes of removal, rptr was experiencing severe chest and face flushing (face was bright red), peripheral tingling, chest pain radiating to back, scratchy/itchy throat and nasal congestion. Symptoms were eventually relieved with 50 mg of benadryl.